Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
An impella cp pump was implanted in a patient undergoing a high-risk percutaneous coronary intervention. Single access delivery was attempted but two of the abiomed 7 french companion sheaths failed despite modifying the location of the stick to the 14 french. The third 7 french sheath worked effectively and support proceeded. There was no patient harm.

Manufacturer narrative:
The investigation of single access issue has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.